Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter was prompting an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that around 12 noon on (B)(6) 2018, he obtained the unknown error message ¿err¿. The patient reported that he manages his diabetes with medication; however, the medications he mentioned (crestor and seroquel) are for other conditions. He denied making any changes to his usual diabetes management routine following the start of the alleged issue. He reported that just after noon, he ¿felt sick and couldn't move¿. He indicated that his wife gave him orange juice to treat his symptoms. At the time of troubleshooting, the cca walked the patient through a retest, and he successfully obtained a result of 142 mg/dl. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event, i.e. Felt sick and couldn't move requiring third party intervention, after obtaining an unknown error message on the subject meter.